Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a non-masimo battery installed. The customer's battery will function with the device, but is not likely to provide power to the device as long as the masimo approved battery due to the lower ah rating. No functional issues were detected with the unit. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported the radical-7 does not hold a charge and continuously reboots when placed in a docking station. No consequences or impact to patient were reported.